Event description:
It was reported that the device displayed a user advisory 134 error message. No adverse event reported.

Manufacturer narrative:
The reported complaint of "user advisory 134" (encoder failure) was verified. The encoder was found to be defective. No adverse event reported.